Manufacturer narrative:
The investigation for the console (aic) issue has been completed. Console logs from the reported day of the event are consistent with the complaint and displayed "algs suspended opm signal invalid" and "invalid sample due to snr below minimum" error messages (low snr was likely due to air gap at the pump connector), and the case start wizard prompted operator to disconnect the pump due to "optical sensor system error" (rtlog data confirms very low snr and at times invalid placement signal). Pump was reconnected within 1 second its eeprom hadn¿t been read, but g0 calibration succeeded again with a new valid g0 value. After this moment, although optical snr was high, and raw placement signal was valid, the placement signal on screen (and calculated placement signal in lt and rt logs) had persistent value of 0, which resulted in placement signal low alarm (#439). The aic was returned for evaluation. The failure was not reproducible upon initial boot. Persistent debris was observed along the core of the front optical connector. A known good pump and purge system was run with the console with no observable anomaly. The root cause of the optical signal issue was not determined since the issue could not be reproduced. Added-d9-date of device return corrections to the initial MFR report: b1-added adverse event, b2-selected death and added date of death, b5-mso review added, d2-corrected common device name, g1 MDR reporting contact email, g4-PMA number added, h1-changed to death, h6 impact code changed to 1802.

Event description:
It was further reported that the patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Event description:
The complainant reported a 64-year-old female patient with a high risk of percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. The complainant reported the associated automated impella controller (aic) had issues with the pump screen - at the start, the pump screen appeared normal, but when starting the pump, the aic did not show the pump flows or the placement left ventricle waveforms. Medical staff then replaced the aic. No patient harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Device analysis: the console was inspected in the lab. The failure was not reproducible upon initial boot. Persistent debris was observed along the core of the front optical connector. Section 23 of the preventative maintenance was performed and the console found to be within specification. A known good pump and purge system was run with the console with no observable anomaly. Note: the analysis of console logs indicated that the observed behavior was fully consistent with three prior complaints: (B)(4), were an investigation into a possible aic sw defect (gid-dft-3734730) concluded that the software operated as per design and correctly responded to all triggering criteria of pump disconnection and connection. Conclusion: the root cause of the optical signal issue was not determined since the issue could not be reproduced. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B,h,h6: adding death as part of a retrospective review of optical signal issues in accordance with FDA recommendation.